Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an capio opc device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the surgeon routinely placed two sutures in the sacrospinous ligament. The first suture was placed with no issues. However, upon placing the second suture, the physician felt an unusual "click." It was then noted that the dart detached and was lost inside the patient. The physician tried to locate and retrieve the dart through an image intensifier ii and palpation, but this was unsuccessful. Subsequently, the procedure was completed with another capio opc device. The patient experienced post-operative pain the next day which was reportedly easing by the afternoon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.